Event description:
It was reported that approximately one month post filter placement, a CT identified that the filter was tilted. Three months later, an x-ray was performed and reportedly, one filter limb was located in the right lower lobe of the lung. The filter was successfully retrieved. The detached limb remained in the pt's lung.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter has not been received at the evaluation site. The event investigation is currently underway.